Manufacturer narrative:
.

Event description:
Reportedly, device memories were reviewed during a routine follow-up on (B)(6) 2015. Three non-sustained episodes were recorded in device memories that exhibit ventricular oversensing and inappropriate inhibition of biventricular pacing. According to the nurse, there was no previous history of noise on the ventricular lead. Next follow-up will be performed on (B)(6) 2015.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, device memories were reviewed during a routine follow-up on (B)(6) 2015. Three non-sustained episodes were recorded in device memories that exhibit ventricular oversensing and inappropriate inhibition of biventricular pacing. According to the nurse, there was no previous history of noise on the ventricular lead. Next follow-up will be performed on (B)(6) 2015.